Event description:
It has been reported to philips that geometry movement was not functioning. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that geo pc software crashed. Fse reloaded os and application sw of geo pc, after that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that the software of geometry pc was crashed. The fse reloaded the os (operating system) and application software of geometry pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.